Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when doing the next day device check post implant, the right ventricular (rv) threshold had increased on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.